Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted for a correction regarding reportability. Initially it was reported that the malfunction to be reportable. Updated fields: d9; g3; h2; h3 and h11. Upon further investigation, the reported malfunction should be coded as not reportable instead of reportable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had crack at the video connector. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.